Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. Access was obtained via the right femoral artery. The 90% stenosed severely calcified lesion was located in the moderately tortuous right below knee artery. A 1.5mm x 40mm coyote balloon catheter was used to predilate the target lesion. At 1st dilation the balloon ruptured at 6 atm. The procedure was completed with a 2.00mm x 40 mm coyote balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of the event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis as it was disposed. The manufacturing batch record review confirmed that the device met all material assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).